Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the catheter, and experienced no trauma, cutting, or bleeding. After a review of his catheterization technique, it was learned that he uses alcohol wipes to clean the area before insertion. The patient was informed that cure medical's nurse consultant advises against using alcohol wipes to clean the area before insertion since it can cause skin irritation of the sensitive membranes in the area.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, but the same infection just returned again shortly after finishing the medication.